Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. Unit powered on successfully after battery installation. No failed batt alarms noted. A full download of the unit will be done using (thump software) and carelink for reference. Unit will be tested against, self test, sleep current measurement and active current measurement test. During download review multiple failed battery alarms were recorded on (B)(6) 2024 11:25:07.000. On (B)(6) 2024 at 11:25:04.000-hour pump error 63 alarm confirmed in pump history (variableinfo = (B)(4)) file= (B)(4) line= (B)(4). Per software engineering log pump error 63 was cause by twi interface on main/motor processor error. No failed battery alarms noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit passed the self test. No pump error 63 alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection no moisture damage was noted. Problem isolated to electronic assemblies. The following cosmetic damages were noted: battery tube threads - cracked, scratched case, cracked keypad overlay, keypad overlay texture damage and missing display window/cover. In conclusion, unable to confirm customer's concern of failed battery alarm due to unit powered on successfully with no battery related alarms noted. However, pump error 63 was confirmed due to twi interface on main/motor processor error. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.